Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with their sensor readings. The customer states their readings were off and caused them to run high. The customer's blood glucose level at the time was 431mg/dl. The customer's most current level was 439mg/dl. The customer treated the highs with the pump. The customer states they had received calibration errors. Troubleshoot was conducted. The customer states the cannula was noted to have slight bend. The customer was advised the set would be replaced and returned for analysis. The customer was advised to monitor the device and call back if issues persist.